Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream sensor which was unable to be reproduced during evaluation. Downstream occlusion were verified through a review of the event history log; however, it cannot be determined if the alarms are true or false. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue with downstream sensor. There was no patient involvement. No additional information is available.